Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, the customer performed control tests and received a result of 173 mg/dl. The normal control range was 95-132 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.